Manufacturer narrative:
Operative report with admission date (B)(6) 2003 indicates: "lysis of adhesions, abdominal-sacral colpopexy revision, paravaginal repair, burch retropubic urethropexy, cystoscopy." "Postoperative diagnosis vaginal vault prolapse, cystocele, enterocele, potential stress incontinence, cystoscopy." "Findings: massive pelvic adhesions. Gore-tex mesh was stuck to the sacrum and detached from the vaginal wall." The following procedure details were noted: "the previous gore-tex mesh was identified and it was noted to be firmly adherent to the sacrum, but detached from the vaginal wall. We opened up the gore-tex tunnel. The gore-tex was also completely stuck to the sigmoid. We were able to dissect this out and we trimmed the gore-tex back to approximately 4 cm from the sacrum." "We laid rectangular pieces of mersilene mesh over the anterior and posterior vaginal wall proximally 4 to 5 cm anteriorly and 6 cm posteriorly." "Anteriorly and posteriorly, these were sutured with silk sutures.." "We then closed over the vaginal vault and completely covered the mersilene mesh with 2-0 vicryl in a running stitch. We then attached the mesh to the prior piece of gore-tex mesh with three 2-0 ethibond sutures." Operative report dated (B)(6) 2008: postoperative diagnosis "mesh erosion" surgery "mesh excision cystoscopy". Findings: "apical erosion, which looked infected approximately 3 cm, and mesh excised with ethibond suture." The operative report indicates: "the apex was exposed with and she was note to have a 3cm mesh erosion with ethibond suture and granulation tissue." The mesh "was excised at its base." "There was some granulation tissue and drainage suggestive of infection." The operative report indicates: "the patient tolerated the procedure well and went to recovery in good condition." The operative report indicates: specimens "mesh and cultures sent to microbiology for culture." Pathology reports were not provided to gore. Operative report dated (B)(6) 2009: procedure "mesh excision". Description of the operation: "these were mesh erosion, with blunt and sharp dissection we were able to remove several pieces of mesh. It was felt that all mesh could not be excised. However, all the exposed mesh was excised." "It was felt at the occlusion of the procedure that if further mesh excision is necessary it will have to go be done abdominally." Based on the available information, a root cause cannot be determined.

Event description:
A review of medical records revealed that a patient underwent abdominal sacral colpopexy (asc) revision.